Event description:
The customer reported to vyaire medical that the infant flow sipap configuration ventilator was calibrated at 21% but at 50% per an external analyzer the unit is registering 47% and at 100% unit is delivering 90% after it fails the customer and gets e51 (oxygen sensor cannot be calibrated by user-bad offset or high gain) and e55 (o2 sensor has been disabled) error. There was no patient involvement reported from this event.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.